Event description:
The end of the cervical dilator insert is splitting into two sections. Rptr has found seven units which are so affected, all with the same lot. (Supplemental numbers are: 0811, 2014, 1114, 1016, 0483, 1015, 2425.)